Event description:
It was reported that during an implant procedure, the atrial lead failed to extend properly. Upon parameters check, it was noted that there was noise. The physician elected to not use the atrial lead and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue and noise were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and free of blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The helix could be extended and retracted by applying torque to the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.